Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20 ml ll bns had foreign matter. The following information was provided by the initial reporter: material #301031; lot #5090296. Verbatim: rcc received a complaint via email. Email(s) attached. Customer reported having several quality issues in lami packs. For 20cc syringe as the debris is located on the inside of syringe. Mfg. Sku number: 301031. Lot #: 5090296.